Manufacturer narrative:
Further evaluation of this case was performed, and there was no allegation of a device/component malfunction reported. Therefore, this record will be closed as a non-complaint.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heart start mrx defibrillators' ECG cables are worn out. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator, indicating that the device's ECG cables were worn out. The rse evaluated the device remotely, and it was determined that the ECG cables were worn out and not functioning. As a result, a replacement 3 lead set, snap, iec, ICU (pn: 989803145121), and 3 lead ECG trunk cable (pn: 989803145071) were shipped for the customer to install. The device remains at the customer site, and no further evaluation is warranted at this time based on the information available and the testing conducted, the cause of the reported problem was due to a malfunction of the ECG cables. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The ECG cables were replaced, and the device was returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint regarding the heartstart mrx defibrillator, indicating that the device's ECG cables were worn out. There was no reported patient involvement.